Manufacturer narrative:
The cartridge instructions for use state: make sure that insulin is room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 437 (mg/dl). A bolus via the pump and an insulin pen were administered. Reportedly, the customer filled the cartridge with cold insulin. In addition, the customer observed air bubbles in the infusion set tubing. The customer changed the infusion set tubing and resumed insulin delivery.